Event description:
It was reported that a neurologist's programming wand would fail to interrogate vns devices. The physician checked the 9 volt battery and found it to be adequate. The issue was reported to be specifically with the programming wand as the physician successfully interrogated a vns pt by interchanging the reported wand for another wand and using the same handheld computer. A new wand was sent to the physician and the reported wand was returned to the manufacturer to undergo product analysis. Product analysis was completed by the manufacturer. Product analysis of the returned wand revealed the serial data cable had an intermittent conductor at the handle location which produced communication errors. The communication errors cleared after the serial data cable was substituted with a known good bench serial data cable.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.